Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient was hospitalized as of (B)(6) 2022 for transitioning from subcutaneous medication to intravenous medication. The doctor decided to put the patient back on subcutaneous medication and both pumps had lost programming. Author walked the nurse through reprogramming both pumps, which was done successfully. The nurse did not report the serial numbers of the pumps. The nurse also did not report any clinical injuries or side effects. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Additional information received via email from customer on 07/-22-2022 where it was confirmed that the outcome of event is resolved. No additional information was provided. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for visual or functional evaluation however, the pump operators manual in the section for pump set-up and programming outlines the proper technique for programming the pump. If these instructions are not followed as written, the user may experience difficulties programming the pump. The pump would need to be returned and investigated to determine if it was operating properly. Results: at this point, there is no evidence that the pump failed to meet specifications. Root cause of the reported issue cannot be determined without receiving a sample to investigate. If the product is subsequently returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 7400.